Event description:
This was placed on (B)(6) at the level of the left upper limb. At the doctor's request, the nurse removed the catheter on (B)(6). She feels a slight resistance at the beginning of the removal (serosities present at the puncture site and skin glue applied during installation). She finally removed the catheter while monitoring the markings except that the catheter ruptured and 7 cm remained in the child's arm. After several unsuccessful removal attempts, pediatric cardiac surgeons were contacted to come and remove the rest of the catheter. There are no apparent immediate clinical consequences at the moment but surgical treatment will be necessary.

Manufacturer narrative:
We received the catheter as faulty sample. The sliding clamp at the extension line was closed. Dried (organic) residues were visible at 16 cm marking of the catheter tube. The catheter tube snapped at the 7 cm marking. Unfortunately, we did not receive the distal catheter tube fragment. Microscopic examination revealed that the catheter tube was slightly elongated near the snapped distal end, indicating a user fault caused by excessive tensile force during removal of the catheter. A rough fracture surface confirms this statement. Regarding the catheter removal, in the IFU is stated: "once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. The tensile force and dimensions of catheter and set components are randomly checked. Two 100% visual tests after packaging are carried out. Two different batches were used for the assembly group of the catheter tube (involved code: 6g35961012). The value of the tensile force of the catheter tube for batch: 8202020 was min. 2.85 n and for batch: 8237078 min. 3.38 n. Therefore, both batches were within their specification of min. 1.5 n (iso 10555-1). There are four further complaints for batch: 180424gs and two further complaints regarding a snapped catheter tube during removal on code 1261.203 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault. Thus, as vygon, we do not take responsibility for this complaint.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer and upon receipt, an investigation will be conducted. FDA will be notified of the results upon completion of this investigation.

Event description:
This was placed on august 7 at the level of the left upper limb. At the doctor's request, the nurse removed the catheter on august 22. She feels a slight resistance at the beginning of the removal (serosities present at the puncture site and skin glue applied during installation). She finally removed the catheter while monitoring the markings except that the catheter ruptured and 7 cm remained in the child's arm. After several unsuccessful removal attempts, pediatric cardiac surgeons were contacted to come and remove the rest of the catheter. There are no apparent immediate clinical consequences at the moment but surgical treatment will be necessary.